Event description:
A doctor's office alleged that black specks were present in the sonicfill composite after light curing restorations for a patient.

Manufacturer narrative:
Specific patient information with regard to age, gender, and weight were not provided. The office could not recall patient or incident details. The office reported that the composite was drilled out and the procedure was repeated during the same office visit for the patient. To date, the patient is doing fine. A visual inspection was performed on the returned product for each of the reported lots, yielding results within specifications.